Event description:
I have a philips CPAP dreamstation and from the first use I smelled a chemical smell that the machine was omitting. Both the device supplier and the pulmonary practice did not address my concerns. FDA safety report ID # (B)(4).